Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion was located in the severely calcified unspecified coronary vessel. The 8mm x 3.0mm nc quantum apex balloon catheter was advanced to the lesion and initially inflated up to 12 atms. During the second inflation at 12 atms, the balloon ruptured. The procedure was completed with a 15mm x 3.0mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion was located in the severely calcified unspecified coronary vessel. The 8mm x 3.0mm nc quantum apex balloon catheter was advanced to the lesion and initially inflated up to 12 atms. During the second inflation at 12 atms, the balloon ruptured. The procedure was completed with a 15mm x 3.0mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received inside an nc quantum apex shelf box that matched the information on the device. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).